Event description:
Patient s/p mvr/CABG. Six days later, patient's pulmonary artery catheter was found to have crack on proximal port near white hub of insertion port. Removed without difficulty. Patient in stable condition.